Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. It was initially reported by the customer that at the beginning of the ablation process the ablation was stopped with the error message: temparature gradient too high. We tested the pump and tubing and pulled the catheter out of the patient to test if flushing worked correctly. Flushing worked, be we noticed that blood had settled into the outer layer of the tip housing. There was no patient consequence. The customer¿s reported temperature and blood in the catheter tip are not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found a reddish brown material inside and a hole on the pebax with internal parts exposed. These findings were reviewed and assessed the issue of hole with internal parts exposed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned for evaluation. Biosense webster (bwi) conducted a visual inspection, temperature, impedance, and patency flow test of the returned device. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed; however, the hole could be related to the handling but, it cannot be conclusively determined. Temperature, impedance, and patency testing were performed per bwi procedures. No malfunction was observed. The event described was unable to be duplicated during the product investigation, however, the blood inside the pebax area found could be related to the reported issues. To minimize the temperature issue, the following guidelines should be followed. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 40°c during rf energy delivery, power delivery should be interrupted. To minimize any irrigation issue, the following guidelines should be followed. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).